Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, uterine bleeding, hypothyroidism and obstructive sleep apnea syndrome. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia with hemoglobin of 8.7"), type 2 diabetes mellitus ("diabetes type 2"), hypothyroidism ("hypothyroidism") and cystocele ("cystocele") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, uterine leiomyoma, iron deficiency anaemia, type 2 diabetes mellitus, hypothyroidism and cystocele outcome was unknown. The reporter considered cystocele, hypothyroidism, iron deficiency anaemia, menorrhagia, type 2 diabetes mellitus and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: diagnosis: a. Essure coil(gross) and portions of myometrium. B) uterus (178 grams) with endometrial glandular stromal dyssynchrony compatible with hormone effect, extensive adenomyosis. Chronic cystic endocervicitis. Unremarkable bilateral fallopian tubes. Batch no: c35384, production date: 2014-03-10, expiration date: 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, uterine bleeding, hypothyroidism and obstructive sleep apnea syndrome. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia with hemoglobin of8.7"), type 2 diabetes mellitus ("diabetes type 2"), hypothyroidism ("hypothyroidism") and cystocele ("cystocele") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, uterine leiomyoma, iron deficiency anaemia, type 2 diabetes mellitus, hypothyroidism and cystocele outcome was unknown. The reporter considered cystocele, hypothyroidism, iron deficiency anaemia, menorrhagia, type 2 diabetes mellitus and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: diagnosis: a. Essure coil(gross) and portions of myometrium b) uterus (178 grams) with endometrial glandular stromal dyssynchrony compatible with hormone effect, extensive adenomyosis. Chronic cystic endocervicitis. Unremarkable bilateral fallopian tubes. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received : previously reported event "essure removed" updated to "menorrhagia", lot number, reporter, medical history added. New event added: uterine leiomyoma, iron deficiency anaemia, type 2 diabetes mellitus, hypothyroidism and cystocele. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case become serious incident. Event injury nos was replaced with medical device removal. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.